Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up or inspection, the pouch of the dressing was opened and a brown stain or foreign substance on the dressing, so it was not used for treatment. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported a stain present on the dressing establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.